Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was in the hospital and needed an MRI of their back because they were having back pain. Caller inquired if patient could have an MRI of their back. Reviewed MRI compatibility. Caller stated they don't know if patient's device is working correctly as caller stated they felt like patient had some more issues "peeing wise." Caller stated this had been going on off/on for a year now (did not clarify year this started) with urine infections and it was supposed to help with that. Caller stated the patients previous implanting hcp was no longer there. Caller stated the patient had an appointment with a different hcp next week somewhere in dixon. Caller will call back to update name of managing physician with registration once caller has that information. Reviewed ins longevity per caller's request. Reviewed ins overview and how to check ins battery status at hcp office. The patient was redirected to their healthcare provider to further address the issue.